Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were dented, broken and contaminated, that the bail cover was broken and contaminated, the battery drawer, battery latch, ring cover, o-ring battery latch, battery contacts, heart lead flex and heart wire contacts were contaminated and the ring was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.